Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 79 mg/dl and experienced symptoms of hypoglycemia described as "shaking, sweating, stomachache and blurred vision". A capillary reading of 29 mg/dl was obtained on a competitor brand meter and the customer was treated with a glass of coke by her husband. No further treatment was required. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m0009hz0wh has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Therefore, no malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 79 mg/dl and experienced symptoms of hypoglycemia described as "shaking, sweating, stomachache and blurred vision". A capillary reading of 29 mg/dl was obtained on a competitor brand meter and the customer was treated with a glass of coke by her husband. No further treatment was required. Based on the information provided, there was no report of death or permanent impairment associated with this event.